Manufacturer narrative:
(B)(4) - no known consequences or impact to the patient; crack. Evaluation method: lot order search. Results: a lot order search was performed and there were no similar complaints found within the lot order. Conclusion - (unable to confirm): based on the complaint history and lot order search, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The customer reported that as the surgeon attempted to insert the silicone three piece lens, it shot out of the side of the cracked cartridge. No patient contact or damage to the lens.